Event description:
Pt had 3 cordis cypher stents put in 2004. After the doctor received a good report on their examination 2 days later, they were released from the hospital. Five days later pt suffered a severe heart attack leaving them disabled with an ejection fraction of 12%. They cannot go to work anymore or do any activity that requires too much energy. They often complain about shortness of breath. Three months later, dr implanted a guidant defibrillator with pacemaker into their chest to prevent death when they had another heart attack. Dr also has pt visiting a consultant to monitor their health deterioration. They have pt in their system and if they do have any further deterioration, they will perform a heart transplant. Pt takes 13 different types of medication a day to stay alive. The medical out of pocket expense is mounting. Aside from the cut in income due to pt not being able to work anymore, reporter has a copay for medicine and hospital stay from their insurance at work. Reporter would like to know if dr has reported to the FDA the pt's case.

Event description:
Additional information received from patient 06/03/2004: heart attach - cordis cypher stent mesh wiring did not adhere to artery wall and left a pocket opening. Platelets flowed into pocket opening and closed artery, thus causing a heart attack. Patient needs to attend cardiac therapy sessions beginning may 2004 to february 04, 2005.